Event description:
The customer reported hearing a high-pitched noise from the pump, which could not be cleared. Troubleshooting with the helpline resolved the noise anomaly with a battery change. Customer also reported there being a black dot on the lcd screen insulin pump. The customer's reported blood glucose value was 87 mg/dl. Customer will monitor the situation. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.